Event description:
During follow-up on an unrelated alarm, the care giver (cg) revealed that they had only been changing the drain line every other day for the past year, and had recently started changing it every day. They felt that therapy had been going smoother after making this change. The cg asked if it was normal to have to change it every day, and this writer informed the cg that baxter recommends that the drain line is changed daily to avoid contamination and risk of infection. Otherwise, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for use error was not confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.